Event description:
It was reported that the iab was inserted into a pt after CABG and a second open heart operation, for caridac massage. Four days later the pt developed bradycardia ventricular fibrillation. The pt then arrested. At the time of arrest it was noted that there was blood in the helium tubing.